Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned..

Event description:
It was reported that the customer had a blood glucose (bg) level in the 300s mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an intravenous insulin drip. During troubleshooting with tandem technical support, insulin was observed exiting the infusion set tubing. No issues were found with the infusion set site. The customer's healthcare provider confirmed that the customer's virus was a large contributor to the dka. The customer was discharged on 08/09/2017. The customer has had not further complications and the bg levels "have been great".